Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was a drain complication encountered message and a please check pl and dl message during drain 1 of treatment. The patient stopped treatment and found fluid had leaked from cassette door. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. In a follow up, the patient's pd nurse verified the fluid leak event. The nurse said there was no harm, intervention or adverse event associated with the leak. The patient received a new cycler. The patient was able to do manual treatments in the absence of a cycler.the cycler set is not available.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was a drain complication encountered message and a please check pl and dl message during drain 1 of treatment. The patient stopped treatment and found fluid had leaked from cassette door. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. In a follow up, the patient's pd nurse verified the fluid leak event. The nurse said there was no harm, intervention or adverse event associated with the leak. The patient received a new cycler. The patient was able to do manual treatments in the absence of a cycler. The cycler set is not available.